Event description:
It was reported by the patient that the personal device manager (pdm) is very hot and the controller is losing its charge. The patient stated that the pdm gets so hot that it is hard to hold and sometimes has burned their leg.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the pdm was overheating and caused the patinet to burn there leg. No lot release records were reviewed, as the product lot number was not provided.